Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was resistance when the catheter was pulled back into the sheath. After the removal of the sheath the array had been "pulled loose" from its connection. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the psc100 loop catheter with lot number 2536355 was returned and analyzed. Visual inspection showed no anomalies were identified during external visual inspection of the shaft and handle segments of the returned catheter. On the spiral array segment, an exposed electrode wire was observed, the distal arm pebax tube appeared torn and exposed. The pebax tube distal arm appeared detached from preformed tip exposing the distal arm of pebax tube. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test did not reveal any anomalies. Hipot verification for the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage. Microscope/x-ray imaging and testing was performe d to verify the integrity of the catheter sub-components. High magnification inspection revealed that the pebax arm tube on the spiral array is torn, exposed, and detached from the preformed distal tip. In conclusion, the reported detachment issue was confirmed through analysis. The loop catheter failed the returned product inspection due to an electrode wire exposed on the spiral array and the pebax arm tube on the spiral array torn, exposed, and detached from the preformed distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.